Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 60.7x50.9mm aaa . It was noted that approximately 10 years ago, the patient underwent an abdominal aortic y-graft artificial blood vessel replacement at another hospital and over the past six months, an enlargement of the aneurysm diameter was observed with no clear endoleak detected on contrast-enhanced CT. Therefore, a minor leak from the artificial blood vessel was suspected and a plan was made to place an endurant main body and contralateral limb within the artificial blood vessel. Both iliac regions of the existing artificial blood vessel had bare metal stents placed, so access difficulties were anticipated. It was reported that during the index procedure the branched main body was placed on the right ipsilateral side, followed by cannulation from the left contralateral side to deliver the etlw1610c93ej without a sheath. During this process, resistance was encountered while passing through the bare metal stent, but after several attempts, it was successfully delivered to the intended position and placement was completed. Subsequent contrast imaging revealed that the treatment length was insufficient, so it was decided to add the etlw1610c124ej ( (B)(6) ) to the left contralateral side. When attempting to deliver the device following the usual procedure, strong resistance was encountered when passing through the existing bare metal stent , preventing the device from being advanced to the intended position. When attempting to withdraw the delivery system to check the device's condition, strong resistance was also encountered , making it difficult to remove. Considering the risk that once withdrawn, the device could not be redelivered, the physician decided to continue with the placement. The etlw1610c124ej ( (B)(6) ) was deployed and placed as close to the target position as possible. After several attempts, the delivery system was successfully removed from the body. Subsequently, balloon touch-up was performed following the usual procedure, and the procedure was completed without any issues such as endoleak or vascular injury. Postoperatively, the appearance of the delivery system and the operation of the external slider were checked, and no abnormalities were found. Per the physician the cause of the insertion and removal difficulty events was due to a difference in the outer diameter of the 2 devices. While the initially placed etlw1610c93ej managed to pass through, stronger resistance was felt with the additional etlw1610c124ej ( (B)(6) ). This suggests that there might be a slight difference in the outer diameter, even though both devices are labelled as 14fr. Regarding the insufficient length of etlw1610c93ej , it was stated that since there was no issues with treatment lenght at other sites, it is unlikely that the vascular measurement method was incorrect in this area alone. It is possible that vessel tortuosity may have contributed. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported events could not be confirmed based on the single pre-implant film provided; therefore, the cause of the event could not be determined. Procedural angiograms showing insertion and removal of the delivery system, as well as deployment of the stent, were not available for assessment of the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.